Event description:
New information received notes that the device went into backup operation a second time on (B)(6) 2021, due to hardware related reset. No interventions or adverse patient consequences were reported. The patient was discharged in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. The cause of the reset was consistent with a por (power-on reset). The device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the por remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received that the device was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the implantable cardioverter defibrillator in backup operation. The patient was admitted for overnight observation, defibrillator threshold testing was performed, and the device was successfully restored with the appropriate programmed parameters. There were no patient consequences.